Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedances dropping 5oo ohms to 300 ohms, noise and oversensing. The physician suspects a ra lead fracture. In clinic lead integrity testing including provocative maneuver's, reproduced the oversensed noise. The physician programmed the device from ddd mode to vvi mode, and abandoned the atrial lead. The device and lead remain implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).